Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial and shock channels which was stored as an atrial tachy response (atr) episode. The noise could not be reproduced with arm movements/isometrics and lead measurements were stable. Technical services (ts) recommended to continue to monitor. No adverse patient effects were reported. This ICD remains in service.